Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This ra lead was replaced with same model. No additional adverse patient effects were reported. Additional information received which indicated that this ra lead exhibited noise due to lead fracture as the patient was in bad accident.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This ra lead was replaced with same model. No additional adverse patient effects were reported.